Event description:
On september 2, 1999, the rms complaint office rec'd notification from the roche diagnostic affiliate office that two of their customers have reported that the amplicor CT/ng test for chlamydia trachomatis detection kits contained the wrong microwell detection plate. The complaint was confirmed by roche molecular systems by visual inspection of the returned product.